Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a therapy cable or hard paddles assembly was plugged in. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that when he wiggled the device's therapy connector assembly he could get it to intermittently detect the therapy cable or hard paddles assembly. The therapy connector assembly appeared to be loose. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use.